Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states that during production process there was foreign material (fiber/hair) partially inside the component.